Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal prialt/ziconotide 25 mcg/ml at 2.5mcg/day via an implantable pump. It was reported that during pump replacement for early replacement indicator (eri) they noticed catheter had backed out of the spine. It was coiled around the anchor. It was unknown if any environmental/external/patient factors may have led or contributed to the issue, but mentioned that the patient works in hvac so they assumed from his labor intensive job. Aspiration of catheter access port (cap) was unsuccessful during pump replacement. This led to catheter investigation where we found coiled catheter in the spine. The catheter was replaced. The issue resolved at the time of this report.